Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was confirmed on x-ray that the ipg was flipping. The patient underwent a revision procedure wherein the battery was re-anchored and pocket site was tightened and re-secured. The patient was doing well postoperatively. Nothing was explanted.